Manufacturer narrative:
Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: nishikawa, a., aikawa, y., & kono, t. (2023). Current status of early complications caused by hyaluronic acid fillers: insights from a descriptive, observational study of 41,775 cases. Aesthetic surgery journal. Https://doi.org/10.1093/asj/sjad039. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors. This is a known potential adverse event addressed in the product labeling.

Event description:
Through the article, "current status of early complications caused by hyaluronic acid fillers: insights from a descriptive, observational study of (B)(4) cases," it was reported a patient was injected in the nasolabial fold with juvéderm vista® voluma xc and juvéderm vista® volift xc. That day, the patient experienced ¿vascular compromise.¿ the patient was treated with hyaluronidase, prostaglandin, and nsaids. The event resolved. This is the same event and the same patient reported under MDR ID# 9617229-2023-04824 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm vista® voluma xc.